Event description:
Healthcare professional reported injecting a patient with of juvederm voluma with lidocaine in the "dorsum of the nose" using a "microbolus technique." Patient developed "redness" in the area "superior to the injection site " close to the glabellar area." Patient returned for review by doctor 3 days later and was treated with hyalase. Patient noted that redness is still visible 2 days later. Doctor noted that the hyalase used was "reconstitued 3-4 weeks ago and maybe have led to reduced efficacy." Symptoms are still going.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.